Manufacturer narrative:
The case reports the adaptor and charging cord overheated, and smoke was observed. The customer provided pictures of the device damage which indicate thermal exposure. We can not conclusively confirm the thermal event or determine the root cause without investigation of the device. The personal diabetes manager (pdm) remains functional, no issues were reported. Insulet has attempted to follow-up with the customer for further information, however no new information is available. The customer did not require medical attention. If new information is received this case will be reassessed.

Event description:
The customer reports that on his recent trip to cuba his dash charging adapter started overheating and melted a hole in the side of it and started smoking.